Event description:
It was reported that a fracture on the right ventricular (rv) lead was found via a review of fluoroscopy, prior to a procedure unrelated to the rv lead. The rv lead was capped and replaced. There were no adverse health consequences, the patient was stable.

Event description:
It was reported that a fracture on the right ventricular (rv) lead was found via a review of fluoroscopy, prior to a procedure unrelated to the rv lead. It was also noted that the right atrial (ra) lead exhibited over-sensing. The rv and ra leads were capped and replaced. There were no adverse health consequences, the patient was stable.